Manufacturer narrative:
E1/address: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a green image. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to inform you that the MDR 9610773-2024-32304-00 is a duplicate complaint. The event was already reported under the MFR # 9610773-2024-32310-00. Therefore, this emdr form is concluded as duplicate and voided.